Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check cs100 intra-aortic balloon pump (iabp) machine not switching on and beep sound. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the unit was giving a continuous beep sound. The fse replaced the motor control board (0671-00-004). The iabp was handed over to the customer in good, working condition.